Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, a pacemaker-mediated tachycardia episode was observed. Pmt was detected properly and the rhythm was broken. Since the patient was asymptomatic and there was only one episode, no programming changes were made and the device will continue to be monitored.